Event description:
Patient was cleaning around her peg tube and the peg tube "fractured". Presented to ed. Peg noted to be fractured at skin, unable to see distal portion. Peg tubed placed (B)(6) 2020. Taken to gi lab where mushroom portion of tube was removed from patient's stomach through an egd. Peg replaced. FDA safety report ID # (B)(4).